Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Maude report # mw5077297.

Event description:
It was reported in maude report # mw507729 that patient underwent an unknown procedure on unknown date and suture was used. The patient experienced adverse reaction, spitting allergic rejection on (B)(6) 2018 at the 2 week post op visit and massive cellulitis. No additional information was provided.